Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of total parenteral nutrition (tpn). At 0800, reporter noted that the tpn was running at 36.5 ml/hr and the pump showed there was over 300 ml remaining in the tpn bag. At around 1000, the entirety of the tpn bag had infused over an unknown amount of time. There were no obvious issues with the pump upon inspection and the pump stated there was still 300 ml left in the tpn bag despite it actually being empty. Tpn was started at 1830 (B)(6) 2025 and should have completed (B)(6) 2025. There was no condition change of the patient however additional IV fluids were ordered. Customer biomedical engineering performed testing of the pump and was unable to replicate the issue.

Event description:
It was reported there was an over infusion of total parenteral nutrition (tpn). At 0800, reporter noted that the tpn was running at 36.5 ml/hr and the pump showed there was over 300 ml remaining in the tpn bag. At around 1000, the entirety of the tpn bag had infused over an unknown amount of time. There were no obvious issues with the pump upon inspection and the pump stated there was still 300 ml left in the tpn bag despite it actually being empty. Tpn was started at 1830 on (B)(6) 2025 and should have completed on (B)(6) 2025. There was no condition change of the patient however additional IV fluids were ordered. Customer biomedical engineering performed testing of the pump and was unable to replicate the issue.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the reported incident of an over infusion of tpn could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The administration set was visually inspected for any tears or functional defects. It was noted during the inspection that one of the smart sites was pinched and leaked. It is unknown whether this was the original condition of the set or if it was damaged during shipping. This finding could potentially lead to an under infusion to the patient rather than an over infusion, which means that this finding is incidental. The initial infusion for an unknown drug (drug ID = 623, suspected to be tpn) was programmed and started on (B)(6) 2025 at 5:46 pm with a rate of 39.1 ml/hr and a volume to be infused (vtbi) of 938 ml. The rate was changed to 36.8 ml on (B)(6) 2025 at 6:25 pm. On (B)(6) 2025, at 6:53 pm, the ongoing infusion was paused and, at 6:55 pm, four (4) safety clamp open alarms were observed, with the last having a duration of 1 minute and 47 seconds. The vtbi was changed, and the infusion was restarted at 6:57 pm. On (B)(6) 2025, at 2:20 am, the door was opened and closed three (3) times before the infusion was restarted a minute later. Between 7:13 am and 10:37 am, five (5) air-in-line alarms were observed, with one lasting 3 minutes between 10:34 am and 10:37 am. A 30-minute delay was programmed and started at 10:38 am; however, the system was powered off at 11:08 am. The total volume infused between on (B)(6) 2025 at 6:57 pm and on (B)(6) 2025 at 11:08 am was calculated at 575.637 ml. Root cause: the root cause for the reported over infusion of tpn was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. The possibility cannot be ruled out that the one (1) minute, forty seven (47) second safety clamp open alarm did not result in unregulated flow to the patient. Per the alaris system user manual, a safety clamp open alarm is a high priority, non-silenceable alarm that the safety clamp is in the open position while the door is open. If the roller clamp is not closed and the set is connected to the patient's IV, unregulated flow can occur. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex codes a0401, a040502, a1801, c19, c07, c0601, d15, d01, g07001, g02017, g04067, g04037 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.